Event description:
It was reported via literature report, that following pump replacement and catheter revision, the patient required dose increases from 270 mcg simple continous to 408 mcg complex continuous over the next 3 months and had returned to her baseline functioning. Two months later, she developed fluid collection and erythema around her posterior incision site. She subsequently developed fever along with erythema extending along the course of the pump catheter. The pump and catheter were removed due to meningitis; csf, catheter and pump cultures were positive for pseudomonas aeruiginosa. Throughout the next month, she remained hospitalized and experienced increased tone, tremors, increased salivation resulting in increased oxygen requirements, tachycardia, diaphoresis, hemodynamic lability, increased agitation, clonus. Her treatment for the symptoms included midazolam, clonidine, hydromorphone, several courses of antibiotics, propofal, phenobarbital, propranolol, and dantrium. Elevation of the crp led to discovery of a foreign body in the location where the baclofen pump had been. Surgical exploration revealed a small connector from the pump and catheter which was also positive for pseudomonas. Again, the patient was prescribed antibiotics. On day 56 of her hospitalization, a new pump and catheter were implanted and baclofen therapy was restarted at 100 mcg/day. Within 24 hours, her withdrawal symptoms improved significantly. The dosage of intrathecal baclofen was increased to 450 mcg in simple continuous mode over the next 2 weeks. The patient was slowly tapered off her midazolam and hydromorphone drip and showed no signs of narcotic or benzodiazepine withdrawal or baclofen withdrawal. The patient was discharged to home on day 78 and in clinic the following week, was found to be doing well with no episodes of agitation and well controlled tone.

Manufacturer narrative:
Literature report: hansen, md., et al. "Prolonged, severe intrathecal baclofen withdrawal syndrome: a case report." Arch phys med rehabilitation. 2007; vol 88: 1468-1471. See also manufacturer's report #s: 2182207-2006-01055, 2182207-2007-04224, 2072207-2007-04226 and 6000030-2007-04227. See also attached cioms report. [See scanned pages.]